Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in the hospital due to diabetic ketoacidosis. The customer's blood glucose levels had been running high from (B)(6) 2017, but they were able to get them down. On (B)(6) 2017, the customer's blood glucose levels went up again. On (B)(6) 2017 the ambulance was dispatched and the customer was transported to the hospital. The meter could not read the customer's blood glucose at the time of admission. When laboratory results came back, it was noted that the customer's blood glucose was 798 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. They were told by the physician that the insulin pump was not delivering insulin. Troubleshooting was performed on the insulin pump and insulin was able to exit. It was found that when they removed the infusion set, the cannula was bent. The device will not be returned for analysis.